Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient broke fell and broke her hip and was implanted on (B)(6) 2013. Patient went downhill and passed away on (B)(6) 2013. It was stated that the patient had blood poisoning.